Manufacturer narrative:
H3: the tap, lot number: 240327, was returned to the manufacturer for analysis. The tap was found to be broken off at the tip. H6: codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the nav tap was broken. There was no reported impact on patient outcome. It was reported that the tap broke off in the pedicle and still remains in the patient. There was no reported delay to the procedure due to this issue.